Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Event date is unknown. Device was returned alongside the device for 2022-000174. It show signs of being used. No further information at this time. Additional information received from applied medical representative via email on 28-mar-2022: two devices were shipped back because the two presented the same problems [clip slippage/incomplete clip closure (immediately identified)/device jam (removable)]. Additional information received from applied medical representative via email on 5-apr-2022: the issue was resolved by using a clip applier with another batch number. The patient status is okay. No injury related to this event. Additional information received from complaint evaluation engineering via email on 22apr2022: the 6 clips returned with complaint (B)(4) were tested today, 22apr22, and 3 were found to be scissored. The customer initially complained of incomplete clip closure, clip slippage, and instrument jammed / rough. I believe that this observation makes the complaint reportable. The incident modes will be updated to include clips scissored. Intervention: change of device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit observed that the channel support assembly (csa) and feeder, metal components in the shaft, were damaged. Testing was performed on the returned unit, confirming the complainant¿s experience of improper clip loading and clip scissoring. During functional testing, the clips fired were either improperly closed or scissored. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa and feeder, which likely resulted from the components being caught within the jaws and further damaged when the device was inserted through the trocar. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). . Device was returned alongside the device for (B)(4). It show signs of being used. No further information at this time. Additional information received from applied medical representative via email on 28-mar-2022: two devices were shipped back because the two presented the same problems. Additional information received from applied medical representative via email on 5-apr-2022: the issue was resolved by using a clip applier with another batch number. The patient status is okay. No injury related to this event. Additional information received from complaint evaluation engineering via email on 22apr2022: the 6 clips returned with complaint (B)(4) were tested today, 22apr22, and 3 were found to be scissored. Intervention: change of device patient status: no patient injury.